Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she is a brittle diabetic and that she has been experiencing frequent hyperglycemic and hypoglycemic episodes for the past three or four weeks. The patient stated that her blood glucose could be 300 mg/dl but once she gives herself insulin it could drop to 47 mg/dl. The customer's doctor told her that the pump was not working properly; the pump does not beep or vibrate when the blood glucose readings are high or low. The customer wants sensors since she does not have confidence in her doctor since he frequently wants to change her settings, and that she can feel her lows since a yellow light gets in her eyes. The customer also has other illnesses such as short term memory and frontal lobe damage. The customer was transferred to her medtronic diabetes therapy consultant in order to see if she can receive sensors to help monitor her blood glucose. No products were shipped or returned.